Event description:
It was reported the patient experienced ineffective therapy after a fall. Imaging studies showed that the lead had migrated. Surgical intervention was undertaken wherein the lead was explained and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. Therapy date estimated.

Manufacturer narrative:
The reported event of lead migration was not confirmed. This issue cannot be confirmed with product analysis. As received, the lead was cut but complete. The lead was returned cut as a result of the explant procedure. Microscopic inspection of the lead segments did not identify any fractures. Functional testing of the terminal and stimulation segments were performed by measuring continuity between the contacts and the end of the corresponding cut wires. No opens were observed in any of the lead segments.